Manufacturer narrative:
Since the device was not available for evaluation, it is not possible to determine the root cause of the reported condition. A review of records indicated that, this is the first reported incident on the reported product lot number.

Event description:
Nurse attempting to close safety glide over needle of tuberculin syringes that had just been used to inject a vaccine. Safety glide malfunctioned and cap came to rest beside needle leaving needle tip exposed. Nurse received needle stick.